Event description:
It was reported that the patient experienced infective therapy. Imaging revealed the right s1 lead had migrated and the left l3 was fractured. As a result, surgical intervention was undertaken on (B)(6) 2025, wherein both the right s1 and left l3 were explanted, and the right s1 was replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.